Manufacturer narrative:
It was reported that during removal of flexnav ds the tip had caught on the valve and resulted in migration towards ascending aorta, leading to annular detachment. The patient's aortic regurgitation had worsened. Also reported that a circumferential pericardial effusion in the left ventricle and cardiac tamponade occurred during implant of a second 25 mm navitor valve. The migrated valve was explanted, and bleeding and perforation were identified originating within the left ventricular outflow tract region. A returned device assessment could not be performed as the explanted device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the reported valve migration is consistent with the operational context (during removal of the delivery system). The reported pericardial effusion and cardiac tamponade appear to be cascading effects associated with the multiple attempts performed to implant the second valve. The exact cause of each patient effect cannot be conclusively determined. The unexpected medical interventions were result of case-specific circumstance as the migrated valve was snared, thoracotomy was performed to control the bleeding, and blood transfusion was administered. The surgical intervention is due to valve explant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient's aortic valve angle was 47 degrees. Anti-coagulant was administered prior to the procedure. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 22mm, non-abbott balloon. During the procedure, the valve was able to be deployed successfully at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc) with one recapture. During removal, the radiopaque tip of the flexnav ds had caught on the lower edge of the valve. As a result, it migrated toward the ascending aorta, leading to annular detachment. The patient's aortic regurgitation had worsened but the blood pressure remained stable. Although the patient remained hemodynamically stable, extracorporeal membrane oxygenation (ECMO) support was initiated preemptively due to concern for potential sudden deterioration during the subsequent procedures. The user repositioned the valve above the sino tubular junction (stj) using a non-abbott transcatheter snare. A second 25mm, navitor vision valve was loaded using a small flexnav ds. However, after multiple attempts to cross the annulus with the non-abbott wire, it was unsuccessful to cross the implanted valve. Meanwhile, pericardial effusion had started to localize, becoming circumferential in the left ventricle, and several tens of minutes later, cardiac tamponade occurred. A thoracotomy was performed to identify and control the bleeding. Cold (0¿°c) saline was sprayed onto the valve with a dropper to soften it prior to explanation. The implanted 25mm, navitor vision valve was explanted. Blood transfusion was administered. Post-explant, the bleeding source and perforation were identified as originating slightly toward the left ventricular side of the annular base, within the left ventricular outflow tract (lvot) region. The surgery team believed that the perforation may have been caused by the lower edge of the valve at the time of annular detachment. ECMO was removed, hemodynamics recovered, and the patient returned to the intensive care unit (ICU). The patient had an extended hospitalization. The patient was in a stable condition.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.